Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased rv pacing threshold measurements. A surgical revision was performed. During the procedure, the lead was disconnected from the device and checked via the pacing system analyzer (psa). The physician decided to leave the lead in place and increase the device outputs. A chest x-ray was also performed, which showed no evidence of lead damage. No additional adverse patient effects were reported. The lead remains in service.